Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire broke, the wrist was loose and the tip could not close tightly. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at the backend pulleys. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint regarding a broken wire was confirmed by failure analysis. Common causes of broken - proximal instrument pitch cables are attributed to damage to the cable during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.